Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and avms are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual address guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's the supratherapeutic inr and recent history of bleeding events. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient reported abdominal pain, nausea, vomiting and black and red stools. He further reported that he had been feeling tired and weak for a couple of days and had the abdominal pain and dark stools for the last four days when he started on his iron pills. The patient was also noted to be on coumadin and aspirin at the time of his presentation. The patient was admitted and his coumadin and aspirin held. He was also treated with multiple blood transfusions for anemia and a supratherapeutic international normalized ratio. He underwent an endoscopic gastro-duodenoscopy (egd) and colonoscopy that revealed a small bowel arterio-venous malformation (avm). This was cauterized and the patient's coumadin re-started (aspirin still on hold).  The event was reported to have been resolved on (B)(6) 2016 and he was discharged home on his coumadin and aspirin. The primary investigator reported that the event was related to the patient's elevated inr, possibly related to the hvad system or procedure and unrelated to the patient's condition.